Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient for a 60mm aaa due to concern for late failure of a previously implanted non mdt stent graft. It was reported that during the procedure, one of the 8 endoanchors did not fully implant in the 10 o'clock positon due to incomplete deployment. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.